Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high, out-of-range impedance. The lead was capped on (B)(6) 2018 but not replaced, as the patient had chronic atrial fibrillation. The patient was discharged in stable condition post-procedure.